Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while using a crossfire console, an electrical arc was formed around the serfas probe unit and arced to three non-stryker arthroscopes. Further, the serfas probe unit fractured into the patient. A replacement was available and the procedure was completed with no adverse consequences reported.

Event description:
It was reported that while using a crossfire console, an electrical arc was formed around the serfas probe unit and arced to three non-stryker arthroscopes. Further, the serfas probe unit fractured into the patient. A replacement was available and the procedure was completed with no adverse consequences reported.

Manufacturer narrative:
The reported ¿tip breaking¿ condition could not be confirmed, since the involved unit was not available for evaluation. However, this condition is a known failure mode. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, poor assembly process, an/or misuse. Device history record of the reported product/lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. In sum, the product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.